Manufacturer narrative:
The impella device was thrown away by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Clinical narrative. An impella cp device was inserted via femoral vascular access in a 44-year-old male for the treatment of cardiogenic shock. The patient was critically ill and receiving venoarterial extracorporeal membrane oxygenation with right femoral arterial and right venous cannulation, as well as inotropes, vasopressors, and mechanical ventilatory support. The impella cp was placed in the left lower extremity, and purge fluid was dextrose five percent in water. Following device placement, the patient developed left lower extremity ischemia with compromised distal perfusion, evidenced by mottling, cold extremity, absence of distal pulses, and persistent lactic acidosis. The patient also had a left femoral arterial line in place prior to impella insertion that was not removed for unclear reasons. A peel-away catheter was reportedly left in place despite recommendation for removal due to profound coagulopathy. A distal perfusion catheter was subsequently placed and y-connected into the arterial extracorporeal membrane oxygenation cannula. The ischemia required surgical intervention. Despite advanced circulatory support and corrective interventions, the patient¿s condition continued to deteriorate, and the patient expired. Ischemia and surgical intervention are reported, and the impella cp is conservatively reported for death based on patient outcome. The use of large-bore femoral vascular access in the setting of severe cardiogenic shock, concurrent venoarterial extracorporeal membrane oxygenation, multiple femoral arterial devices, vasopressor therapy, anticoagulation, profound coagulopathy, and critical illness may have caused or contributed to the ischemic complication. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient outcome.

Manufacturer narrative:
Investigation summary: ppae (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.